Event description:
The device was explanted, date unknown.

Event description:
The rep was called to deactivate the device as the patient was in end-stage care. Device interrogation revealed back-up mode with no therapies available. The patient also had observable stimulation at the pocket. The patient will be monitored, as the patient is in end-stage care and will let the patient pass peacefully under palliative care.

Manufacturer narrative:
The reported field event of backup vvi was confirmed. Analysis indicated that the device went into backup vvi due to a power-on reset. The device was charging for vf therapy caused by noise when it went into backup vvi. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the power-on reset was not conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.